Manufacturer narrative:
Electrode belt (B)(4) was returned to the distributor for evaluation. The evaluation of the reported problem (damaged cable/arrhythmia alarms/ code 204) was confirmed. The trunk cable connector was loose from the overmolding. The cables wires were still intact and the belt was able to latch. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The electrode belt passed essential performance testing. Based on the patient's flag files, the electrode belt was not properly communicating with the monitor as the trunk cable was not secured in the monitor. The root cause for the damaged belt connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned to the distributor and reported that the patient was receiving arrhythmia alarms, service code 204 (belt unusable), and the electrode belt had a damaged cable.